Manufacturer narrative:
One used primary plumset ln 142560488 was received for evaluation on 9/25/2019. The complaint of leakage on the returned 142560488 primary plumset was confirmed. The product was tested per product specification. There was a leak observed from the inlet filter, and the vent plug filter material with the cap opened. Both leaks appeared to seep through the filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material. The device history review (DHR) could not be reviewed due to an unknown lot number.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event occurred on an unspecified date and involved a plumset that leaked on the filter during infusion of chemotherapy, paclitaxel. There was no report of adverse event.